Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference.

Event description:
Consumer reported complaint for low results. Customer stated he does not have symptoms at this time, customer stated he is feeling well. Customer stated his normal blood sugar readings fasting are between 70-120 mg/dl. I asked customer to run back to back blood test, results: 227 mg/dl, 246 mg/dl, customer stated he is not fasting. Customer stated he keeps his meter and strips at room temperature all the time in his bedroom. Customer stated he open vial of strips on (B)(6) 2016. Manufacturer's test strip expiration date is 07/12/2018. Customer had difficulties providing date and time of the memory of the meter due to impairment of vision. Reviewed meter memory: (B)(6).